Manufacturer narrative:
Additional information received on 02 october 2017 and includes: the surgeon did not use the torque limiting screwdriver for the initial surgery. On 20 october 2017 the (B)(6) performed a clinical evaluation and commented as follows: 7 months after primary tka the insert fixation screw got loose in the joint. It was immediately removed with an arthroscopic operation. No consequence should be expected for the absence of the screw in the future life of the implant. According to the report femoral component and liner were not replaced because no damage was seen on the articular surfaces, therefore little or no further consequence should be expected from this event. The cause for self-unscrewing of the insert screw is not known: one possibility is insufficient tightening torque, but other unknown conditions may also play a role. Batch review performed on 17 october 2017. Lot 165728: ((B)(4) items manufactured and released on 17 november 2016. Expiration date: 2021-10-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient presented to surgeon with pain / discomfort to knee. X-ray showed screw backed out of tibial insert out of joint imbedded in lateral aspect of knee. The patient underwent additional surgery for removal of tibial insert screw. The screw was removed arthroscopically. The insert was not replaced.